Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was physical damage on the customer's insulin pump. The patient's blood glucose at the time of incident is unknown. The reservoir has been so damaged that the customer glued it back together. The caller also mentioned that there were cracks on the lcd screen. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted. No crack around the lcd screen noted.